Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: no conclusions can be drawn from the available information. The patient weight was unable to obtain. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in valve, the valve was in the desired outflow portion of the first valve and then dislodged to the aorta distal to the first valve. It was determined that the first valve had moved, resulting in severe paravalvular leak (pvl). The patient was then placed on cardiopulmonary bypass (cpb), both transcatheter valves were explanted and a surgical valve was implanted. It was reported that the patient is recovering with no further adverse effects reported.